Manufacturer narrative:
The thermocool smarttouch® sf device was returned to johnson & johnson medtech (j&j medtech) for evaluation. It was reported that during an atrial fibrillation (afib) ablation case, when they opened a qdot micro¿ catheter, there was a thermocool smarttouch® sf inside the package. Device investigation details: the thermocool smarttouch® sf device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed no damage or anomalies on the device. Device was connected to carto 3 system, and it was recognized correctly as a thermocool smarttouch® sf catheter. No issues were found with the engraving of the device. No original packaging or additional information was returned from the customer; therefore, no further investigation could be performed for this device. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The incorrect label by the customer could not be replicated during the product investigation due to product returned condition. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for (IFU) use contain the following information: do not use if the package is opened or damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation case, when they opened a qdot micro¿ catheter, there was a thermocool smarttouch® sf inside the package. The catheter was replaced, and the problem was resolved. The case continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).